Event description:
It was reported that the lead was observed to have been dislodged. X-ray showed the helix had not fully been deployed. The lead was repositioned successfully. There were no adverse events for the patient.